Event description:
It was reported that this right atrial (ra) lead exhibited small amplitude resulting intermittent undersensing. The patient is in atrial fibrillation (af). The lead remains. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).